Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced severe, permanent bodily injuries and physical pain. All other information is unknown and unavailable.